Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Surgery performed was scorpio poly exchange for infection, size 9x12 was removed and a scorpio size 9x15 was implanted. Poly discarded per hospital policy.